Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 99% of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that a drop in longevity was noted when it comes to this device since october 2016. A request for more information was requested from technical services (ts). A review was sent for engineering analysis. Engineering analysis was able to review the disk data and confirm that the device was operating as expected as there had been an incase in power consumption associated with high atrial rates. The data was showing that the patient was having a larger amount of atrial burden starting in late may 2017 and the fast atrial sensing would lead to an increase in power consumption of the device. Engineering noted that if the patient was in chronic atrial fibrillation programming the device to a non tracking mode and turning atrial sensing off would decrease the average power consumption and increase the device longevity. Subsequently, the most recent information noted that a recent follow up took place and it was noted that the battery of this device had dropped from eight years to 2.5 years. The device was explanted due to suspected premature battery depletion and longevity inaccuracy. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a drop in longevity was noted when it comes to this device since (B)(6) 2016. A request for more information was requested from technical services (ts). A review was sent for engineering analysis. Engineering analysis was able to review the disk data and confirm that the device was operating as expected as there had been an incase in power consumption associated with high atrial rates. The data was showing that the patient was having a larger amount of atrial burden starting in (B)(6) 2017 and the fast atrial sensing would lead to an increase in power consumption of the device. Engineering noted that if the patient was in chronic atrial fibrillation programming the device to a non tracking mode and turning atrial sensing off would decrease the average power consumption and increase the device longevity. Subsequently, the most recent information noted that a recent follow up took place and it was noted that the battery of this device had dropped from eight years to 2.5 years. The device was explanted due to suspected premature battery depletion and longevity inaccuracy. The device will be returned. No adverse patient effects were reported.